Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation no image was confirmed. The cause of the lack of image was attributed to wear and tear due to increased hours of use. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, ultrasound gastrovideoscope, to the olympus service center for annual inspection. Upon inspection/maintenance and testing of the returned device, it was observed that distal end has a crack. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of an annual inspection, and the findings were as follows: due to a dent on bending tube, bending angle in down direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover is detached, distal end is deformed, grip has a crack, the suction cylinder was deformed forceps elevator lever has a scratch, due to damage, forceps control lever does not move smoothly, due to deformation of forceps elevator knob, water tightness is lost, due to a dent on distal end, water tightness is lost, ultrasonic probe is loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.